Manufacturer narrative:
H6: investigation summary: no photo or sample representation were provided for the complaint. A DHR review was not performed due to no lot number being provided by the customer. A review of non-conforming material report (ncmr) was performed for this part for the past 12 months and no issues were reported for labeling concerns for the same part number. According to this investigation there is not enough information provided by customer like pictures, lot number or packaging identification, in accordance with available information the non-conformance was related to missing lids on the pieces received by the end user. However, the evidence of packing used is needed to determine the root cause because this failure mode could be generated by incorrect handling, partial sells (by distributors). Also, as part of this investigation a review of customer complaint records was performed; according with the cc¿s records, six additional complaints were received for the same product family. In the previous complaint it was concluded that the product was incorrect handle by the distributor, due to there is controls to prevent this failure mode within the manufacturing process. Root cause is unknown with the little information given but possibilities are non-controlled method to ship partial boxes to end user (re-packaging process) or product damaged during the shipment or distribution. H3 other text : see h10.

Event description:
It was reported that 8 sharps coll 9gal gasket red experienced missing lids. The following information was provided by the initial reporter: material # 305601 for 8 each of the missing lids, quantity 8 each , issue with lid ¿ (example: missing lid, cracked, broken).

Manufacturer narrative:
OEM manufacture: the manufacturing location for this product is flextronics. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that 8 sharps coll 9gal gasket red experienced missing lids. The following information was provided by the initial reporter: material # 305601 for 8 each of the missing lids. Quantity 8 each. Issue with lid ¿ (example: missing lid, cracked, broken).